Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating and basic occlusion tests. The pump was received with no button response due to a pillowing keypad overlay. Unable to complete the full functional test, force sensor test or occlusion test due to the keypad unresponsiveness. The keypad connector was inspected and was properly connected. The pump was received with a scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were working intermittently. The customer's blood glucose was unknown at the time of incident. The customer stated that they had to stress the buttons to respond. The insulin pump will be returned for analysis.